Event description:
A death certificate was received indicating cause of death was cardio-respiratory failure, acute myocardial infarction, and sepsis. There is no allegation the death was device related. Source of the infection and type of organism involved were requested but not received.